Event description:
Caller had bilateral breast implanted in 1988. In 1997, caller developed symptoms of "weakness" and "droopy eyelid". A stroke was ruled out. In 1998, caller diagnosed with myasthenia gravis. Diagnosed with an enlarged thymus and had a thymedomy in 1998. Had a CT scan in 1999 - revealed that breast implants had ruptured. Had breast implants explanted and replaced in 2003. Caller concerned that after reading info on silicone breast implants, their myasthenia gravis was caused by silicone implants.